Event description:
During routine testing of the device at the service ctr, the service tech reported that multiple error codes stored in eeprom (f033, f070, f133 and f233) occurred. The auxiliary printed circuit board assembly was replaced. Since the event occurred during routine testing, there was no pt involvement during this event.

Manufacturer narrative:
Eval in progress, but not yet concluded.